Manufacturer narrative:
The UDI for the devices is unavailable as the lot numbers were not provided.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2016, a patient underwent elective endovascular treatment of a symptomatic chronic dissection in zone 3, which extended to zone 13. The tevar indication was for malperfusion and aneurysm. Preoperatively the patient was experiencing renal ischemia. The primary entry tear was located in zone 3 and was covered. Three conformable gore® tag® thoracic endoprostheses were implanted. One device (tgu373740) was deployed in zone 2 and two were deployed in zone 4 (tgu343410 and tgu373715), with coverage extending within zone 5. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed and included surgical transposition of the left subclavian artery (lsa) and left common carotid artery (lcca). Post treatment there were no complications reported and the lsa was not covered. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 33mm, in zone 4. No post-operative complications were reported. The patient had a spinal drain placed and was transferred to the intensive care unit and discharged to home on post-operative day (pod) 2. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 23 and 366. On an unknown date, approximately pod 23, follow up imaging reported the aortic diameter within the treated aorta, evg measured 47mm, the patient was reported to be experiencing spinal and organ ischemia reported to be related to the dissection or treatment. The patient underwent reintervention and aortobiiliac graft placed to treat a left common iliac artery aneurysm related to dissection. On an unknown date, approximately pod 366, follow up imaging reported the aortic diameter within the treated aorta, evg measured 34mm.

Manufacturer narrative:
Please note that upon review of the file, this event has already been reported under medwatch # 2017233-2018-00461. Therefore, this medwatch was created and submitted in error.